Event description:
It was reported that when an unused freche needle was opened, upon inspection, the insulation at the tip of the instrument was cracked. There was no patient involvement or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.